Manufacturer narrative:
Investigation completed on a smiths medical syringe infusion pumps/medfusion 4000 pump. The complaint of motor rate error was not validated during occlusion testing as testing was done at 17.6 ml / hr.) And also used infusion rate of 300 ml/hr. The event log revealed event in history. The device revealed no visible damage or environmental. Preventative action was taken. The worm coupling, worm gear and motor bracket was replaced. Reported the device was cleaned, greased and calibrated the device, performed power up process, occlusion test and all functional tests which passed.

Event description:
Information received a smiths medical syringe infusion pumps/medfusion 4000 pumps alarm motor rate error. No patient adverse events reported.

Event description:
Additional information was received indicating that there was no patient involvement.